Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported there is a vertical line in the display where the time and insulin history are displayed. She reported it "eats" half of the display and makes it difficult to view the insulin delivery amounts. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint can be verified. The display legibility is restricted due to an interruption of the heat-seal connection, and this does not interfere with viewing the insulin delivery amounts.